Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h1, h2, h3, h6, h7, h9, h10 the complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post, all pieces returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in zrm_wa_0496_18. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. A definitive root cause cannot be determined. The complaint is confirmed

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional was returned fractured. Attempts have been made to obtain additional information, however, no additional information is available at this time.